Event description:
Allergan aesthetics received a report of a patient treated upper, mid and lower abdomen, flanks, arms, upper back on (B)(6)2022 and (B)(6)2022 using the with coolsculpting cooladvantage coolcore, coolcurve+ developed paradoxical hyperplasia (ph).diagnosed on (B)(6)2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b7, g3.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen, bra and back fat on (B)(6) 2022 and (B)(6) 2022 using the cooladvantage applicator and coolcore, coolcurve+ contours and developed paradoxical hyperplasia (pah/ph) 9 months after treatment. Patient diagnosed with ph (B)(6) 2023.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen, bra and back fat on (B)(6) 2022 and (B)(6) 2022 using the cooladvantage applicator and coolcore, coolcurve+ contours and developed paradoxical hyperplasia (pah/ph ) 9 months after treatment. Patient diagnosed with ph (B)(6) 2023.

Manufacturer narrative:
Additional, changed, and/or corrected: b5, d1.

Event description:
Provider reported of a patient treated mid and lower abdomen, bra and back fat on (B)(6) 2022 with coolsculpting cooladvantage applicator and coolcore, coolcurve+ and developed paradoxical hyperplasia (ph).